Event description:
A pixel issue on the pump display was reported. Customer's blood glucose level was not impacted. However, the display issue affected the customer's ability to interact with the pump screen. The customer reverted to manual injections for insulin therapy.